Manufacturer narrative:
The insulin pump alarmed a motor error during the basic occlusion test. Unable to prime during the prime and compromised force sensor test due to faulty force sensing system. The insulin pump passed the operating currents measurement, self-test, unexpected restart alarm error test, and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. There was also moisture damage found on the motor. The insulin pump had a cracked case at the display window corner and a minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump would work for a little bit but then start alarming a motor error. The customer states that they tried changing the infusion set and the battery but the issue continues. The customer last received the motor error alarm in the morning. They were able to clear the alarm, rewind, and prime the insulin pump. Troubleshooting was performed and it was noted that the insulin pump's alarm history contained more than one motor error alarm within the last thirty days. The insulin pump was returned for analysis.